Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a mid-urethral sling procedure. According to the complainant, the physician placed the sling on the patient's left side and then the contralateral side. A cystoscopy revealed that the blue dilator tubes had perforated the patient's bladder on both sides. The sling was then completely removed from the patient. The patient was prescribed cipro post procedure. The physician completed the procedure with a different device with no other complications and the patient's condition at the conclusion of the procedure was reported to be "fine." A foley catheter was placed within the patient's bladder, but no medical intervention was performed or planned. It was reported that the patient is no longer catheterized.